Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. The reported issue cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: unknown cup. Unknown head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00397. 0001822565-2024-00400.

Event description:
It was reported that the patient's right bipolar implant was revised to an acetabular implant. The original surgery date was not known. The bipolar implant was replaced with an acetabular shell, liner, and femoral head. The implant that was removed was reported as not defective. The patient had groin pain. There were no surgical complications. No additional information available.